Event description:
It was reported to philips that the allura device would not produce x-rays. A reboot was conducted which did not resolve the issue. The device was in clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment and the treatment was completed as planned by restarting the system three times. The philips field service engineer (fse) inspected the system onsite and confirmed that the device cannot produce x-rays as the software of the host pc was crashed. Upon further inspection, the fse determined that the host pc was defective. The fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.